Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2014, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that impedances were run on a patient¿s device and the 0 contact with all its combinations was greater than 4000 ohms. Six days later, it was reported that a patient was having a permanent implant put in after a trial and the doctor¿s office had a mat with an electronic identifier in it. It was noted that the mat was underneath the operating table and they were getting high impedances on all contacts until the mat was turned off. It was reported that once the mat was turned off, they were only getting high impedances with the 0 electrode. The cause of high impedance with electrode 0 was not determined and they programmed around the 0 electrode. It was reported that the patient was happy with therapy and was feeling stimulation where they were supposed to.